Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused carbon dioxide poisoning and worsening kidney and chronic obstructive pulmonary disease. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.